Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver shutdown receiver followed by perpetually rebooting.as perpetually rebooting.open receiver, detached ui pcba, and retrieve the receiver download: passed. The receiver download showed no issues related to customer complaint. The download show user shutdown receiver followed by perpetually rebooting. Performed receiver interior inspection: passed. The receiver test was unable to be performed.the complaint was not confirmed for receiver ceases to function because no evidence found. The reported event that the receiver ceased to function was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(4) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceasing to function could not be determined. A root cause could not be determined.